Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a report of a leak was confirmed. The root cause was use error.

Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during use; the patient was not connected. The home patient (hp) stated that she did not connect the bag tightly enough, and when she broke the frangible it started leaking. She tightened the connection and it stopped leaking. The technical service representative advised the hp to start over with all new supplies to be on the safe side. The hp would start over with a new cassette and bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the home patient on (B)(4) 2013. She stated that the leak was due to use error. There were no adverse effects reported in relation to this event, and therapy since has been going well.